Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set was leaking while the twist clamp was closed. The leak was discovered during use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye, noted one of the legs on the occlude feet were broken, a brownish discoloration (staining) was observed on the occlude feet. Functional testing including leak testing, clear passage testing. And clamp function testing were performed. A flow through the set with the clamp in the closed position was identified. The reported condition was verified. The cause of the broken occluder foot could not be determined. However, the damage was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents. Should additional relevant information become available, a supplemental report will be submitted.